Event description:
A nurse reported that following an intraocular lens (iol) implant surgery, the surgeon decided to remove the lens due to poor capsular support. Another lens was implanted and the patient was not impacted. It is unclear if the removal of the lens was during the initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Result from the product history records reviewed indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. Additional information was requested. (B)(4).